Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the vibratory alert anomaly could not be conclusively determined. (B)(4).

Event description:
The vibratory alert did not function and the patient is unable to feel it. The patient is well. Further information was requested but not received.